Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter , during laparoscopic sleeve gastrectomy, the reload got stuck on tissue. The surgeon tried to use a manual retraction tool, but it was still difficult to retract, so the surgeon tried to place the adapter back to the handle. The knife retracted and opened the jaws. The handle had different mechanical sound when firing. The surgeon also noted that the reload indicator was flashing when the reload was stuck on tissue. The case was completed by using another handle, shell, adapter, and reload. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Three devices were returned for analysis. Visual inspection noted two reloads were returned fully fired with the distal sutures cut, and one was returned partially fired. Functional evaluation noted all three reloads were loaded onto a representative handle and fired over test media without any issues. The returned reload that was partially fired completed its firing correctly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The reported condition was not confirmed. The most likely cause could not be established from the information available. Additionally, the investigation detected an unreported condition of partial firing that has no relationship to the reported condition. The cause of the partial firing was due to the handle detecting an end stop prematurely. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.